Manufacturer narrative:
Results and conlusions: (dissection). (B)(4).

Event description:
During the index procedure an endeavor sprint drug eluting stent was implanted in the lad. An angiographic complication of dissection occurred during the index procedure.